Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that farawave catheter was selected for use during pulsed field ablation for atrial fibrillation. It has been mentioned that the catheter was prepared and used according to instruction for use. Ablation was performed in the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), and right superior pulmonary vein (rspv). During treatment of the rspv, while attempting to change the catheter configuration from flower shape to basket shape, the starter wire inserted into the catheter became stuck and could not be withdrawn. The catheter was removed from the body and straightened to check its operation, but the starter wire could not be fully pulled out. The starter wire was replaced, but there was resistance inside the catheter and insertion was not possible. Based on physician judgement, a new catheter was prepared and replaced, and the procedure was completed successfully. No patient complications occurred. No tissue was seen at the tip of the catheter or guidewire. No other catheter malfunction was observed.